Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was able to reset the pump on their own, and it did not experience any further malfunctions. Technical support instructed the customer to call back if any malfunction code recurred, and the customer acknowledged and understood these instructions.